Event description:
This patient underwent treatment for another thoracic aortic aneurysm in early 2009, and was implanted with a gore tag thoracic endoprosthesis. A 24fr gore introducer sheath was inserted, and the physician felt strong resistance when advancing through the access blood vessel. The physician advanced the tag delivery catheter from the aortic bifurcation, without the introducer sheath. The gore tag thoracic endoprosthesis was successfully deployed. Upon attempting to remove the sheath, it became lodged in the common iliac artery. An angiography showed a tear in the external iliac artery. The physician occluded blood flow at the common iliac artery using an occlusion balloon and repaired the torn external iliac artery with a vascular graft. The patient tolerated the procedure. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verifies that the lot met all the pre-release specifications.